Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator's (ICD) battery depleted prematurely. The device is part of a recent advisory notification. A boston scientific technical services consultant recommended sending a device memory data diak in for engineering review. Boston scientific received subsequent information that the patient presented with a complaint that the 'lead is sticking up.' It is also reported that there is non-reproducible noise on the rate/sense (r/s) electrogram which intermittently inhibits pacing and has caused at least 6 episodes to be declared. All lead diagnostics are normal. The patient is in a state reformatory.